Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: physical stress on the distal end from hitting, dropping or the like, or glue deterioration by chemical stress. However, it was not possible to specify and presume the cause by confirming the event and inspecting the actual device since the subject device was not sent to the manufacturer. The event was considered preventable for the following statement in the instructions for use (IFU) (operation manual): ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there is a gap between distal end plastic cover (c-cover) and the distal end. Other observations for the device are adhesive on the distal end rubber coating (a-rubber) is detached, connecting tube has a wrinkle, and water tightness is lost due to damage of up/down knob. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air/water leakage. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device it was observed that there is a gap between distal end plastic cover (c-cover) and the distal end. This medwatch is being submitted for the reportable issue of gap between distal end plastic cover (c-cover) and the distal end observed during device evaluation.